Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that while harvesting a radial artery, they experienced an issue with the vasoview hemopro 2, indicating material twisted bent.